Event description:
It was reported to philips that the host pc was not automatically switching on when the device was powered on. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed that the host pc did not switch on with the system. Rse suggested the customer to switch on the host pc manually which was temporarily resolved the issue. However, one month later, the system was reported with same issue. To resolve the reported issue the fse replaced the bios battery of host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.